Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).section f9: approximate age of device - 50 days.section h3: the device was returned for analysis. Evaluation is not complete.the patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on(B)(6) 2018. It was reported that the modular cable was exchanged due to a potential defect found within the x-rays of the modular driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms and pump stoppages was not reproduced during the evaluation of the returned modular cable. The returned modular cable was connected to the returned system controller, a test pump, pm patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function and did not result in any alarm. The modular cable was functionally tested and passed the test procedure. Although the pump stoppages recorded in controller¿s event log file appeared related to esd events causing the lvad software to reset, a specific root cause was not able to be determined during the evaluation of the returned modular cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.